Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the medical center with complaints of pain in her chest. Upon examination of the pulse generator system, it was discovered that the right ventricular lead exhibited loss of capture due to high capture threshold and decreased pacing lead impedance. A fluoroscopic imaging was performed and revealed that the lead had advanced out to the apex of the right ventricle. The physician believed this was the cause of the patient's pain. On (B)(6) 2019, the patient presented for a lead revision procedure. During the procedure, the physician was unable to re-position and fix the lead to the cardiac tissue. The lead was then explanted and replaced successfully. No further incident was reported.